Manufacturer narrative:
Per the t:slim user guide: always confirm that the decimal point placement is correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently changed the basal rate to 5.0 u/hr instead of 0.5 u/hr. Blood glucose (bg) level was 12 mg/dl. The customer was unconscious and paramedics were called. The customer was treated with carbohydrates. Tandem technical support assisted the customer with adjusting the basal rate.